Manufacturer narrative:
The reported events of device found in backup mode and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. As received, the device output was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found below the end-of-service level. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker (pm) was unable to be interrogated and was in backup mode. The patient is pacemaker dependent and the physician elected to explant and replace the pm. The patient condition was stable.